Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was unable to power on and undergo incoming functional testing. The cause for the failure was isolated to physical damage that prevented a battery from being inserted into the monitor. The root cause for the damaged monitor was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
During an investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power up or undergo incoming functional testing.